Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his reservoir was leaking out of the bottom. The patient's blood glucose was not reported. The patient could not receive insulin delivery. The leak went past both of the o-rings. No products were returned for analysis at this time.